Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an unknown patient who was receiving unknown drug, unknown concentration via intrathecal drug delivery pump for unknown indication of use. It was reported that the patient's pump had been empty for 4 months and they were filling the patient's pump today. They had performed a catheter access port aspiration and now he planned to prime the drug to the tip of the catheter. The patient was due for a refill. No patient symptoms were reported. No further complications were reported. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the pump was empty as it was not refilled. The pump was refilled. The empty pump had been resolved. No further complications were reported.